Event description:
It was reported that mulitple of the same cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.